Manufacturer narrative:
Novocure medical opinion is that contribution of the transducer arrays to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 59-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that she developed several open wounds, approximately 1 cm in diameter, accompanied by a burning sensation that prevented her from applying the transducer arrays. The patient reported plans to temporarily discontinue optune gio therapy for three days to allow the affected areas to heal. On (B)(6) 2026, the patient reported that she decided to end optune gio therapy due to ongoing skin-related concerns and additional unspecified considerations. On (B)(6) 2026, it was confirmed that the patient's healthcare provider (hcp) had prescribed topical corticosteroid treatment and an oral antihistamine for management of the event. On (B)(6) 2026, the hcp reported the event was possibly related to a combination of radiation therapy, optune gio therapy, and heat. In addition, the patient had been receiving the fourth cycle of temozolomide and was currently not receiving steroids or bevacizumab.